Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the doctor had a bleed during a laparoscopic assisted vaginal hysterectomy on the vault of the vagina. She decided to use the hemostatic patch. She followed instructions as per demonstration to her. She noticed it was a bit firm which seemed strange. When she folded it to put though the trocar, it crumbled and broke into pieces. It was not used on the patient and she was not impacted in any way. There was no patient injury involved in the event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device. The visual inspection of the returned product noted that the product was received in a plastic pouch. The product was received in fragments. The product was observed to be brittle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.